Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported via medwatch report: mw5181959: elbow spanning external fixator rod broke in half with no apparent cause.